Event description:
It was reported that two ozark self-tapping variable screws fractured post-operatively. This event was noticed upon the patient's follow up x-ray. Revision surgery has not been performed nor scheduled at this time. This record captures the first of the two reported ozark self-tapping variable screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted in the patient. The provided x-ray confirmed that the securing mechanism of the ozark plate fractured off from its intended location. Additionally, it was observed that the most caudal screws fractured approximately half way down the shank. The cranial screw head can be observed on anterior side of the plate, indicating cranial screw(s) may potentially be over angulated. Over angulation of screws can interfere with the locking of the securing mechanism and compromise the structural integrity of the system. Correspondence with the field representative suggests that a single drill guide was used with a 16mm drill, and a tap was not used. Device history records and complaint history could not be reviewed as the device lot number was not available. Complaint history was reviewed for the corresponding catalog number, and no adverse trends were observed. The ozark view and guide surgical technique was reviewed and the following relevant information was identified: remove all osteophytes from the anterior surfaces of the vertebrae to allow the plate to sit flush against the vertebral bodies. Bending at or near the screw holes may damage the integrated alloy locking cover. Therefore, bending should only occur in one direction (lordosis or kyphosis)within the desired bend zone area around each window, pictured below. There may be limited or no-bend zones on the shorter plates. The screws are colored-coded by length and function (fixed versus variable). Fixed screws can be inserted ±2º and variable screws can be inserted ±15º, in any direction relative to the neutral angle of the screw hole. Screws are available in self-starting and self-tapping options; if tapping is required, the 10 mm tap may be inserted into the previously drilled screw holes to tap the vertebral bodies. The depth of the tap within the vertebral body will be restricted to up to 10 mm below the plate. Do not over angulate screws beyond their indicated limit, doing so could result in the inability to lock the cover. Fixed screws have a laser marked line on the head of the screw. After screw insertion, engage the locking cover by inserting the size10 tapered driver into the screw cover and rotating clockwise 90° so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged. Plate geometry should prevent the locking cover from rotating beyond the intended 90°. Do not rotate the locking cover past the clockwise stop on the plate. As the reported devices and immediate post-op x-rays were not available, a definitive root cause could not be determined. Potential root causes include, over angulation of screws, external trauma, patient fall, improper placement of implants, pseudoarthrosis, and/or subsidence.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
It was reported that two ozark self-tapping variable screws fractured post-operatively. This event was noticed upon the patient's follow up x-ray. Revision surgery has not been performed nor scheduled at this time. This record captures the first of the two reported ozark self-tapping variable screws.